Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. (B)(4) 008355 submitted for the adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿the mesh to have rolled over itself and detached from the superior left side. The mesh was completely removed.¿ it was reported that the patient experienced severe pain, long term infection, bulging, inflammation, stress and anxiety. The patient had a previous implanted mesh on undisclosed date which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional b5 narrative: it was reported that the patient experienced recurrent hernia and adhesions following surgery.

Manufacturer narrative:
Date sent to the FDA: 09/01/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.